Event description:
On (B)(6) 2010, the patient reported that some time after she puts a cartridge inside her insulin device, a gap appears between the cartridge plunger and the piston rod. She was advised to adjust the piston rod to 5 units less than the amount of insulin that is in the cartridge as this makes the piston rod flush to the cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was requested to be returned for evaluation.